Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 54840016540, UDI# (B)(4), 510k # k091974 was cleared in the united states. Product analysis results: after visual and optical examination, it appears that threads of the screw are cross-threaded/damaged. This damage appears to have initiated at the start of the thread and is consistent around the damaged portion of the thread. This is consistent with misalignment of the set screw threads during construct assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) surgery due to lumbar spinal canal stenosis at l4/5. Intra-op, threads of the screw were cross-threaded/damaged. The screw was replaced with another one and surgery was completed successfully. No patient symptoms or complications were reported as a result of this event.